Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.